Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the truespan 12 degree peek device could not be deployed nor be released properly when the red trigger was pulled. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the two implants were deployed, and they were still attached in the suture. The suture had a damage appearance. The handle of the gun had scratches and the sleeve was ripped. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 8l57026, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the implant, and when this occurred may have felt resistance. The sleeve could be attributed when is over penetrating the needle causing the silicon tube to move and damage. The condition of the suture was reviewed with the manufacturer, as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per (B)(4) result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. The potential occurrence of having a degraded suture has been evaluated 0 to over 192305 ea since 2016, per (B)(4) corresponding to defect over parts. - effect of having a degraded suture has been evaluated in the wi-6474 rev23 by combining probality and severity levels. With a ratio of 0% 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. It is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. The process of the truespan assembly have phases where the knot tying is checked, this test guaranties the suture condition. The possible root cause for the condition of the suture could have been damaged when removing with sharp instruments. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.